Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery alarm; this condition had the potential to interrupt delivery. This condition was found in the biomed service department upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). The reported condition of damaged battery alarm was confirmed and reproduced during product evaluation. The root cause was faulty main batteries. The main batteries and battery harness were replaced to correct the reported condition. Similar reports have been received for the reported problem. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). After further investigation by the quality engineers, the root cause of the reported condition was assigned to user error.